Event description:
A report was received that during an initial implant procedure, the lead was exhibiting high impedances when the physician was tightening the setscrew. The leads were inserted into the ipg and the physician decided to leave the leads implanted without the setscrew tightened.